Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the power error alarm occurred every 4 hours.

Manufacturer narrative:
The insulin pump was returned for power error. Analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.